Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. It was reported the patient had been in-clinic at the time the measurement was recorded. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed electromagnetic interference (emi) and troubleshooting options. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.